Event description:
Patient was watching tv and suddenly found himself on the floor. He is not sure how long he was unconscious. Shortly afterwards he felt a "jolt" and realized his ICD had discharged. Enroute to hospital he had several more discharges and four discharges in ER.